Event description:
The customer contacted ameda via phone call on (B)(6) 2014 with a complaint of hearing a knocking and a high-pitched beeping noise coming from her purely yours breast pump. The customer stated she had two cases of mastitis back to back on opposite breasts. The first case was diagnosed on (B)(6) 2014, the second on (B)(6) 2014. Both cases were treated antibiotics.

Manufacturer narrative:
A replacement pump was sent to the customer on (B)(4) 2014. The used pump was returned to ameda on (B)(4) 2014. The product was evaluated for the problem reported by the customer. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.